Event description:
Tampon which was to be used the rptr's daughter has a blood like smear on the inside cover. Although this tampon was not used, daughter got yeast infection, however, rptr does not believe it is related to the use of the tampons since daughter just finished taking antibiotics, which has given the daugther yeast infections in the past. Rptr has 2 daugthers which use the tampons as needed. Of the 40 count box of tampons, 33 tampons have been used with no problem.